Event description:
A discordant, falsely elevated prostate specific antigen (psa) result was obtained on one patient sample on an immulite 2000 instrument. The discordant result was reported to the physician(s). The sample was rerun on the same instrument after service and resulted lower. The rerun result was reported to the physician(s). The customer also stated that results on patient samples for psa and multiple other assays were very elevated or very low, and multiple patient samples needed to be rerun. All samples were rerun on the same instrument following a service visit. The initial results were not reported to the physician(s). It is unknown if the rerun results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse discovered that the water pump was not working according to specifications. The fse replaced the water pump. The customer then reran patient samples, which resulted as expected. The cause of the discordant results was a malfunction of the water pump. The instrument is performing according to specifications. No further evaluation of this device is required.